Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples or photos for evaluation. Therefore, (B)(4) retention samples from bd inventory were evaluated by functional testing and the issue relating to stopper pop off was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
Report 2 of 2. It was reported that when shipped bd vacutainer® serum, were arriving to their destination open, resulting in sample spillage. No adverse impact was reported regarding the patient or user.